Event description:
It was reported that the pt developed redness and blisters at the 'screener cable box location' (external neurostimulator location) while trailing stimulation therapy. The hcp was uncertain of its cause; it looked like an electrical burn. The burn was 5 cm across and appeared to be healing. There were no plans to implant at the time of this report. A f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
Result: external neurostimulator.